Event description:
Same case as manufacturer's report # 6000093-2006-01526. It was reported that during a follow up renal angiogram, the physician noted restenosis of both the left and right renal express biliary sm stents which had been implanted over one year ago. The patient had presented with hypertension. The physician performed an angioplasty on the right stent. The procedure was successfully completed with placement of a new express biliary sm stent in each restenotic region. No patient complications were reported. Patient status is reported as "fine."

Manufacturer narrative:
The delivery device was disposed and the stent remains implanted in the patient, therefore, no analysis could be performed. The manufacturing records for top assembly batch 6697893 have been reviewed and no issues or discrepancies were found. This records review confirms that the device met all material, assembly, and performance specifications. There are no similar complaints reported for this batch number. The root cause of the difficulties experienced during the procedure could not be determined.